Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a bunion procedure, the surgeon inserted the k-wire then qwix 3.0 screw and the tip broke off in the patient. Surgeon did not realized until a post operative x-ray shows the tip. No patient injury or delay in surgery reported. Additional information received on february 1st, 2017: "the tip is staying implanted and the rest of the k wire was tossed."

Manufacturer narrative:
Integra has completed their internal investigation on february 21, 2017. The investigation included: methods: review of device history records, review of complaints history. Results: product not returned so evaluation unable to be performed. DHR review; DHR unable to be reviewed as lot number was unavailable. Complaints history; this is the second incident reported to newdeal about breakage of kwires diameter 1.0 mm during insertion for the past two years. During the same time period, about (B)(4) diameter 1.0 mm kwires have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4). Conclusion: a complaint investigation and determination of root cause is not possible as the complaint could not be verified due to product sample was not returned in order to verify the complaint. The tip was left in the patient. The k-wire is made of implantable stainless steel (316lvm) that conforms to the iso 5832-1 and astm f138 & f139 standard and is used also as implants to stabilize bone fragments.